Event description:
Event description cpi received information that a implantable pulse generator (ipg) and lead system were taken out of service due to sensing difficulty. The lead was capped. The ipg has been returned and is currently in the testing process.